Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. One used ls1520 was received for evaluation. Visual inspection found that the amodel bridge had disengaged. The center plastic bridge of the moving jaw broke off and was missing. Force placed on the tip of the jaws could crack the amodel and separate it from the jaw. The investigation identified the root cause of the damaged device to be attributed to user handling. The IFU states, avoid grasping objects, such as staples, clips or encapsulated sutures, in the jaws of the instrument. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during surgery, a part came off the rear part of the upper ligasure jaw, and it fell into patient's cavity. The piece was removed from the cavity but discarded by the site. Another device was used to continue the procedure. No patient harm. No tissue damage. No bleeding.